Event description:
The customer reported that the analyzer produced an unexpectedly high potassium result on one pt sample. A system enhancement has been added to the analyzer to address this issue. The initial high result was not reported to the floor, so there was no pt harm as a result of this occurrance.